Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device. If there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was opened to be used during a stent placement procedure in the ureter, kidney and bladder, performed on (B)(6) 2020. According to the complainant, prior to the procedure, while unpacking the device, it was noticed that the stent shaft was broken in half inside the packaging. Another contour ureteral stent was opened, and successfully completed the procedure. Reportedly, there was no patient involvement.